Event description:
Drive devilbiss healthcare was notified of an incident by the end user (who reported on mw5153046) who reported that the mattress was emitting an odor causing tight throat and difficulty swallowing. The end user went to an urgent care facility for treatment and was diagnosed with dysphagia and was prescribed steroids and antihistamines. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.